Manufacturer narrative:
(B)(4). The post market surveillance is in the process of requesting medical records and treatment data in relation to this event. The plant investigation is in process. A supplemental MDR will be submitted at the completion of this activity. This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event.

Event description:
The user facility progress notes which were provided for an unrelated event stated that a patient experienced chest pain while undergoing a hemodialysis treatment on (B)(6) 2016. The chest pain remained after turning off the ultrafiltration, and administering sublingual nitroglycerin and a saline solution bolus. The patient was sent to the emergency room for evaluation. No other event related information was made available. The unit remains at the user facility. No parts are available for return to the manufacturer for analysis.

Manufacturer narrative:
Manufacturing evaluation: the reported complaint is not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius dialyzers from the reported catalog number (0500316e) shipped to this account within the selected time frame. A records review was performed on the seven lots identified. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lots passed all release criteria. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint. Clinical investigation: the patient medical records were provided by the facility on march 16, 2016. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. The provided patient medical records contain no information related to this event. No hospital records (including progress notes, physician orders, lab/diagnostic tests or admission/discharge diagnoses) were provided for review. Additionally, the medical records do not contain emergency medical services (ems) progress notes or flow records for review. There is no documentation contained within the medical record that indicates a causal relationship between the optiflux 160nre dialyzer and the patient¿s chest pain. Documentation within the patient¿s medical record reveal a significant cardiac event history including chronic diastolic congestive heart failure, myocardial infarction, and cardiopulmonary arrest during hemodialysis and carotid artery stenosis. These diagnoses could lead to unanticipated chest pain with or without hemodialysis treatment. Without the aforementioned medical record, a conclusion cannot be made as to a causal relationship between any of the concomitant medical devices used during the patient¿s (B)(6) 2016 treatment and the chest pain experienced by the patient.